Event description:
It was reported that noise was observed via iegm. Low sensing values were also observed. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
.